Manufacturer narrative:
Complaint conclusion: two smart stents were implanted in the lesion of thrombotic occlusion and the procedure was completed without any issue. However, on the next day the patient felt cold sense and no pulse was confirmed in the common femoral artery. It was diagnosed as acute occlusion and urgent endovascular treatment (evt) was performed. By angiography, it seemed that thrombus occlusion started from the external iliac artery where the smart stent(s) had been implanted the day before. A cross-over approach was made and thrombus suction was performed several times. Then a smart control stent (iliac 8x60) was inserted with an intention of pressing the thrombus. However, it could not be delivered to the previous smart stent(s). The concomitant guidewire (chevalier) was changed to a new non-cordis guidewire and attempted to deliver the smart control stent again but it could not be delivered. Therefore, it was replaced with a new non-cordis stent of the same size. The new stent was delivered to the lesion without any issue and it was implanted in the target lesion. An angiography confirmed that there was no thrombosis seen. There was no reported patient injury. The product was clinically used and has been discarded by a nurse since it was an emergent procedure. No anomalies were confirmed prior to and during the initial procedure. The physician commented about the thrombotic occlusion that the stent(s) might have not been dilated enough. The patient has no issue now. The patient was a male but his age was unknown. The target lesion was from the left common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17679695 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that, with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
Two smart stents were implanted in the lesion of thrombotic occlusion and the procedure was completed without any issue. However, on the next day the patient felt cold sense and no pulse was confirmed in the common femoral artery. It was diagnosed as acute occlusion and urgent endovascular treatment (evt) was performed. By angiography, it seemed that thrombus occlusion started from the external iliac artery where the smart stent(s) had been implanted the day before. A cross-over approach was made and thrombus suction was performed several times. Then a smart control stent (iliac 8x60) was inserted with an intention of pressing the thrombus. However, it could not be delivered to the previous smart stent(s). The concomitant guidewire (chevalier) was changed to a new non-cordis guidewire and attempted to deliver the smart control stent again but it could not be delivered. Therefore, it was replaced with a new non-cordis stent of the same size. The new stent was delivered to the lesion without any issue and it was implanted in the target lesion. An angiography confirmed that there was no thrombosis seen. There was no reported patient injury. The product was clinically used and has been discarded by a nurse since it was an emergent procedure and will not be returned for analysis. No anomalies were confirmed prior to and during the initial procedure. The physician commented about the thrombotic occlusion that the stent(s) might have not been dilated enough. The patient has no issue now. The patient was a male but his age was unknown. The target lesion was from the left common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
Additional information was received on 2/26/18 and added to section. Two smart stents were implanted in the lesion of thrombotic occlusion and the procedure was completed without any issue. However, on the next day the patient felt cold sense and no pulse was confirmed in the common femoral artery. It was diagnosed as acute occlusion and urgent endovascular treatment (evt) was performed. By angiography, it seemed that thrombus occlusion started from the external iliac artery where the smart stent(s) had been implanted the day before. A cross-over approach was made, and thrombus suction was performed several times. Then a smart control stent (iliac 8x60) was inserted with an intention of pressing the thrombus. However, it could not be delivered to the previous smart stent(s). The concomitant guidewire (chevalier) was changed to a new non-cordis guidewire and attempted to deliver the smart control stent again but it could not be delivered. Therefore, it was replaced with a new non-cordis stent of the same size. The new stent was delivered to the lesion without any issue and it was implanted in the target lesion. An angiography confirmed that there was no thrombosis seen. There was no reported patient injury. The product was clinically used and has been discarded by a nurse since it was an emergent procedure. No anomalies were confirmed prior to and during the initial procedure. The physician commented about the thrombotic occlusion that the stent(s) might have not been dilated enough. The patient has no issue now. The patient was a male, but his age was unknown. The target lesion was from the left common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). The occlusion consisted of an in-stent restenosis. There were no visible signs of device/package damage prior to use. There was no difficulty removing the device from the sterile packaging. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks nor other damages noted prior to inserting the product the product into the patient. There were no acute bends nor tortuosity. The other devices used with the product did not kink nor bend at any time. There was no unusual force used at any time during the procedure. The device was easily removed from the patient intact (in one piece). There were no other anomalies noted when the device was removed from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17679695 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that, with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
Two smart stents were implanted in the lesion of thrombotic occlusion and the procedure was completed without any issue. However, on the next day the patient felt cold sense and no pulse was confirmed in the common femoral artery. It was diagnosed as acute occlusion and urgent endovascular treatment (evt) was performed. By angiography, it seemed that thrombus occlusion started from the external iliac artery where the smart stent(s) had been implanted the day before. A cross-over approach was made, and thrombus suction was performed several times. Then a smart control stent (iliac 8x60) was inserted with an intention of pressing the thrombus. However, it could not be delivered to the previous smart stent(s). The concomitant guidewire (chevalier) was changed to a new non-cordis guidewire and attempted to deliver the smart control stent again but it could not be delivered. Therefore, it was replaced with a new non-cordis stent of the same size. The new stent was delivered to the lesion without any issue and it was implanted in the target lesion. An angiography confirmed that there was no thrombosis seen. There was no reported patient injury. The product was clinically used and has been discarded by a nurse since it was an emergent procedure and will not be returned for analysis. No anomalies were confirmed prior to and during the initial procedure. The physician commented about the thrombotic occlusion that the stent(s) might have not been dilated enough. The patient has no issue now. The patient was a male, but his age was unknown. The target lesion was from the left common iliac artery to the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). The occlusion consisted of an in-stent restenosis. There were no visible signs of device/package damage prior to use. There was no difficulty removing the device from the sterile packaging. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks nor other damages noted prior to inserting the product the product into the patient. There were no acute bends nor tortuosity. The other devices used with the product did not kink nor bend at any time. There was no unusual force used at any time during the procedure. The device was easily removed from the patient intact (in one piece). There were no other anomalies noted when the device was removed from the patient.